Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter (surgeon). It is noteworthy that the surgeon involved in this incident indicated that components related to total knee replacement could have interfered with the catheter. We tested three (3) retained catheters from the same lot (622037) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, a review of complaint history showed that this is the only catheter break related incident from this lot. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. Based on the statement from the surgeon, the concomitant devices used in this particular procedure may have contributed to the reported incident. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Two (2) days post bi-lateral total knee procedure performed on 6/20/06, the catheter broke while being removed. To date, the surgeon has decided to leave the segment in place, and the patient is doing fine.